Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a coronary lesion. The 3.5 x 23 mm xience prime rx stent delivery system (sds) was advanced to the lesion and crossed successfully; however, the balloon failed to inflate. A replacement sds was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported inflation issue was able to be confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the device was advanced inadvertent mishandling resulted in the noted kinked bayonet portion of the hypotube and the noted tear in the shaft thus resulting in the reported inflation issue as the compromised device was attempted to be inflated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.